Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2011 essure (fallopian tube occlusion insert) was placed. In (B)(6) 2012 the consumer experienced pain in pelvis, in leg, in abdomen, lower back, and pain during ovulation. Those events led her to work-related problems, unspecified problems with movements and impairment of her social activities and happiness. In (B)(6) 2012 she also presented with brittle nails, tooth problems, and vision problems. In (B)(6) 2015 she had an allergic reaction in eye. In an unspecified date she experienced swollen breasts. She contacted her physician and had appointments with a few doctors (gynecologist, neurologist, podologist, physical therapist). She also had a nuclear magnetic resonance imaging (MRI) performed without abnormal findings and was treated with orthotics. Essure removal was planned. No assessment regarding the relationship between the events and essure was provided. Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required for devices removal, this case is regarded as incident. Technical analysis has been requested. No further information can be requested.

Manufacturer narrative:
Quality safety evaluation received on 05-sep-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1504 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required for devices removal, this case is regarded as incident. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No further information can be requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.